Event description:
The customer reported that the tubing was cracked (location of crack was not provided); the user was about to hand the tubing with medication when the medication leaked on the floor. There was no reports of pt harm or medical intervention. No add'l pt or event details were provided the customer.

Manufacturer narrative:
MFR's report date: 03/11/2015. (B)(4). The customer's report of a cracked tubing was confirmed. Visual inspection observed that the pvc tubing had a malformation 0.622 inches in length with a tear. The set was tested and leaked immediately upon priming. The set also was reported to have leaked upon initial use by the customer, indicating that this is likely an out of package failure. The root cause of the cracked tubing was identified as a mfg defect.